Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following the permanent pacemaker implantation (ppi) of the left superficial femoral artery (sfa) via 6 french sheath, shuttling occurred with the angio-seal device possibly due to the puncture angle being too close to vertical. The puncture site was distal to the inguinal ligament of the left common femoral artery. The device was not used, and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. A pre-deployment angiogram was performed. The vessel's diameter was 9 mm. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
. E3: occupation: cardiovascular medicine. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.